Event description:
It was reported that during a routine device change-out procedure, externalized conductors were observed via x-ray. The lead was capped and replaced. There were no adverse consequences and the patient was fine after the replacement procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.